Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had cracks on it. The customer stated that little cracks on the case on the top of reservoir compartment and cracks on battery compartment from the o- ring across the thread. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.